Manufacturer narrative:
Expiration date and premarket identification are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a patient called in due to both pumps peeped with an alarm for no disposable alarm. When patient switched the cassette to a new one, the issue was resolved. No patient injury was reported. Additional information received via email from customer on (B)(6) 2022. Patient information updated. Relevant tests/laboratory data including dates, other relevant history, including pre-existing conditions, did the patient receive medical treatment (anything that is not over-the-counter)?, and relevant tests/laboratory date (including dates) - all unknown/not provided.